Event description:
Pt presented with hip complaint approximately 2.5 years after primary tha. Implants were surgically revised in 2005. Upon inspection, the modular neck had rotated on the stem, the implants were otherwise intact.

Event description:
Patient presented with hip complaint approximately 3 years after primary tha. Implants were surgically revised in 2005. Upon inspection, the modular neck had rotated on the stem, the implants were otherwise intact.